Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a day after implantation of intraocular lens (iol), the patient had increased intraocular pressure. The patient was prescribed with medical intervention which resolved the symptom. Normal iop was confirmed in the following week. There are two medical device reports associated with this patient. This report is associated with the left eye.

Event description:
Additional information was received stating the iop increased due to postoperative inflammation. As per investigator the reported event to be mild and non serious. There was causal relationship with the device.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).